Event description:
It was reported the left ventricular (lv) lead exhibited high thresholds. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant products: 694965 lead, (B)(6) 2005. A 5076-52 lead, (B)(6) 2005. (B)(4).